Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-rays for thoraco-lumbar fusion show rods out of the screw heads at the sacral/il screws. The patient has an flat back and flat sacral slope and it does not appear that lordosis on connection of the saggital deformity was achieved with the initial surgery. By report fusion had not occurred at the lumbo sacral junction. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent posterior spine fusion surgery at t11-pelvis. Post-op, the implanted rod broke. Solid fusion fused in some areas but not the lumbosacral junction. The patient suffered with pain as a result of this event. Patient underwent revision surgery as a result of this event where the device has been removed from the patient body.

Manufacturer narrative:
Product analysis results: visual and microscopic inspection confirmed the rod has been bent and broke. Multiple witness marks across the surface of the rod consistent with the break off screw interface when seated in the saddle of the screw head. Microscopic inspection of the fracture surfaces confirmed a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area of the rod, which are indicative of cyclic fatigue. Dimensional inspection rod diameter confirms conformance to print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant. The above observations are consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.